Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the patient receive any type of blood products? If yes: how much blood did the patient receive? Was intra-op or post -op care changed? If yes: please explain: how was the procedure completed?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the doctor fired the stapler over the artery and all the staples did not advance. The patient started bleeding. The doctor was able to get the bleeding under control with robotic clips. The patient only lost 100 of blood. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56t94. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.